Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) shut down due to a blown fuse, and the replaced fuse blew again, was confirmed during the visual inspection and functional testing. The complaint was traced to a damaged fuse box with a jammed fuse inlet. The left rear bracket was replaced to address the reported complaint. The event log review indicated no errors. During functional testing, it was determined that the fuse blew because the fuse box was damaged, causing the fuse position to shift and increasing electrical resistance, which then caused the fuse to blow. The left rear bracket was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
An ivtm therapy was started on (B)(6) 2025, using the thermogard xp ivtm system (sn (B)(6)). On (B)(6) 2025, the thermogard system shut down. The fuse was confirmed to have blown and was replaced. However, several hours later, the new fuse also blew. The fuse was replaced again, but it blew as well. No patient injuries were reported.